Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl acetabular system - left hip; reason(s) for revision: pain.

Manufacturer narrative:
Asr revision; asr xl acetabular system - left hip; reason(s) for revision: pain; the reported event has been evaluated and will be monitored. Depuy considers the investigation closed; at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.